Event description:
Per the clinic, the patient also experienced skin necrosis.

Event description:
Per the clinic, the patient experienced skin breakdown and infection at the implant site, resulting in implant exposure (specific date not reported). Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). Later, the patient received intraoperative IV antibiotics (duration not reported), and the device was explanted on (B)(6) 2025. Postoperatively, the patient was also treated with oral antibiotics (specific date and duration not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.